Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: age not reported. Event date: unknown when pain started. Expert a2fn 10 r cann l420 tan light gr. Device is not distributed in the united states, but is similar to device marketed in the USA subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing location: (B)(4) supplier: (B)(4) (sterilization), manufacturing date: 20. February 2012 expiry date: 01. February 2022. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. An investigation summary was attempted, per investigation site, it was not possible due the missing material/ products were not returned. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: part 04.009.364, lot 7770753a: product evaluation was completed: the device was received intact. It is made of ti6al7nb alloy. A failure resulting from either a material defect or the manufacturing process can be excluded. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a procedure was done, revision of a2fn. Patient had a2fn in the right femur done on the (B)(6) 2013. Came back and complaint of pain on the right femur on (B)(6) 2015, x ray done and broken screw of the distal screw. Further questioning and pain is localised on the non-union of the femur. Patient's revision surgery is done on (B)(6) 2015, another new a2fn nail is inserted. Surgeon mentioned the broken screw most likely due to the non-union. Other than that, patient is healthy and surgery went well. Patient outcome post procedure is good. No further information is available. This report is 1 of 4 for (B)(4).